Event description:
Hearing performance with the device is affected. No decision on further proceedings have been made.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has inadequate hearing benfit with the device. According to the audiograms received from the field the recipient was no longer within the indication criteria for the device. No information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected.